Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and a response from the customer, it was confirmed that the device was returned to olympus without reprocessing at the user facility which is why foreign material remained in the device. Additionally, it was presumed that the burnt plastic distal end cover could be due to high energy endo therapy accessories that are used without sufficient distance from distal end. More information was requested, but not obtained so a definitive cause could not be determined. The event of a burnt plastic distal end cover can be detected/prevented by following the instructions for use which state: user can detect the suggested event by handling the device in accordance with the following instructions for use. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in channel tube and c-cover (plastic distal end cover) had a burn. There were no reports of patient involvement.